Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer had a no delivery all day. Customer woke up with no delivery. Customer was recently released from the hospital. Customer's blood glucose level was about 360 mg/dl. Customer had been high for 5 readings. Customer was hospitalized for diabetic ketoacidosis a couple of weeks ago. Customer did rewind and prime and came out fine. Customer got upset and hung up the phone. No further assistance required.